Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip open reduction internal fixation procedure on (B)(6) 2003. Patient underwent a right hip revision procedure on (B)(6) 2003 due to an unknown reason. Patient underwent another right hip revision procedure on (B)(6) 2006 due to a fractured stem. Patient underwent another right hip revision procedure on (B)(6) 2007 due to a loosened acetabular cup. Patient underwent a left hip revision procedure on (B)(6) 2010 due to metallosis and bone/tissue damage. The modular head, acetabular cup and liner were removed and replaced with competitor cup and liner and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-02668 & 04786 & 2014-02753-4).